Event description:
Customer reported that she was setting up her bolus wizard and the numbers on the screen started ramping on their own. Customer stated she did not recall any events leading to the alarm. Blood glucose reading is 245 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, excessive no delivery test and prime tests. The insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.